Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. Patient is being treated medically and will continue to be followed.